Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported via medwatch mw 5098491, a patient of unknown age and gender underwent a right heart catheterization (rhc), during which a micropuncture traditionless stiffened cannula access set was used. A CT scan of the neck performed after the procedure found a nine millimeter wire fragment embedded in the right sternocleidomastoid muscle and wall of the internal jugular vein, without evidence of intraluminal involvement or hematoma. The patient is reportedly free of pain with no evidence of secondary infection. The patient was hospitalized. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device history record found three non-conformance's related to the reported failure mode. All nonconforming product was scrapped, and there are 100% inspections for the reported non-conformance's. A review of complaint history records shows no other complaints associated with the complaint device lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿do not attempt to insert or withdraw the wire guide and / or introducer if resistance is felt.¿ ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that a component failure contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported via medwatch mw5098491, a patient of unknown age and gender underwent a right heart catheterization (rhc), during which a micropuncture transitionless stiffened cannula access set was used. A CT scan of the neck performed after the procedure found a nine millimeter wire fragment embedded in the right sternocleidomastoid muscle and wall of the internal jugular vein, without evidence of intraluminal involvement or hematoma. The patient is reportedly free of pain with no evidence of secondary infection. The patient was hospitalized. Additional information has been requested, but is unavailable at this time.